Manufacturer narrative:
This report is for an unknown tfn helical blades/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: weil, y.a. Et al (2008), medial migration of intramedullary hip fixation devices: a biomechanical analysis, archives of orthopaedic and trauma surgery, volume 128 (issue 2), pages 227-234 (USA). The aim of this study is to present a biomechanical model that recreates medial migration in the laboratory setting, and provide a testing apparatus for different nail systems, with an attempt to offer a possible explanation for the clinical phenomenon. A total of 8 patients were included in the study. Surgery was performed using titanium trochanteric fixation nail (tfn, synthes, paoli, pa, USA). While five different nail designs: tfn (synthes, paoli, pa, USA), pfn, pfn-a, (synthes, (B)(4)) and 2 other competitor's device were used in a biomechanical model. The following complications were reported as follows: 8 patients had medial migration. In 7 of these patients, the greater trochanter was not intact, and the medial cortical buttress was compromised. This report is for an unknown synthes tfn helical blades. This is report 1 of 1 for complaint (B)(4).